Event description:
It was reported that the programmer seemed to be functioning normally but that the monitor display was striped (alternating lines of light and dark display across the screen). It was further noted, on the return paperwork, that there was discoloration to the screen and electrograms and that the screen would intermittently go black. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display had some alternating lines across it and therefore the low voltage differential signal (lvds) was inspected and reseated to the display. Analysis also found a loose electrocardiogram connector and therefore the link electronic module printed circuit board was replaced and calibrated. (B)(4).